Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. The customer changed the cartridge and infusion set and the notification was cleared. The customer's blood glucose (bg) was 473 mg/dl and a correction bolus via the pump was delivered to address the bg level.